Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the rep handed off the implant without realizing it was expired.  The surgeon placed it and tested impedance. Then another nurse noticed the error and alerted the room. Surgeon asked for another ins and replaced the expired one prior to closing.